Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. The reported event of insulation damage was confirmed. Visual inspection revealed the outer insulation to be cut/damaged in multiple locations at the lead body, which is consistent with occurring at the time of the procedure. The reported event of sensing noise was not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection did not reveal any other anomalies besides the damage occurring at the time of the procedure. X-ray examination did not reveal any conductor fractures.

Event description:
Additional information was received that diagnostic imaging was performed, but revealed no anomalies.

Event description:
Related manufacturer reference number: 2017865-2021-38483. During a clinic follow-up, episodes of noise reversion resulting in oversensing were observed on both the right atrial (ra) and right ventricular (rv) leads. Lead damage on both leads was suspected, but was unable to be confirmed. Additionally, provocative testing was performed, but did not reveal any anomalies. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the right atrial (ra) and right ventricular (rv) leads were both explanted and replaced to resolve the event. The patient was stable.